Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain volume 106 alarm on the homechoice (hc) machine during cycle six while the hp was connected. The hp?s drain volume was 200% over the maximum programmed volume of 1900 ml. The initial drain volume alarm and the ultra filtration volume were programmed to very low settings. There was patient involvement, but there was no report of patient injury. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.